Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a solid red x. The device passed the operational check test but the red x returned. No pt involvement was reported.